Manufacturer narrative:
Per the initial reporter, the revision surgery was not because of a product problem; there was no device failure. The event was related the patient not following physician instruction to wear their brace. A review of the instructions for use outlines that the patient's ability and willingness to follow, as well as comprehension of the importance of following, instructions are one of the most important aspects of successful postoperative healing. Method: no devices were made available for investigation. Conclusions: patient did not follow physician instruction.

Event description:
Following the initial surgery of an implanted anterior cervical plate as a supplemental fixation for a cervical corpectomy, the patient did not wear their neck brace as instructed. The patient sustained a proximal body fracture which required revision to remove the two-level anterior cervical plate to implant a three-level cervical plate in order to provide fixation to the level above the fracture.